Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded in a single cassette'), salpingitis ('tube appeared to be bulging and inflamed') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and device dislocation ("presence of only one essure device") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (mini laparotomy, bilateral partial salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, salpingitis, ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, embedded device and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: it was performed and showed only unilateral occlusion. Pathology test - on (B)(6) 2013: gross description: specimen a received in formalin consists of multiple soft tan tissue fragments measuring 3 x 2 x 0.2 cm in aggregate. The specimen is entirely submitted in one cassette. Specimen b received in formalin consists of soft tan tissue fragments measuring 1.2 cm in length x 0.3 cm in diameter. The specimen is serially sectioned and entirely submitted in one cassette. Specimen c received in formalin consists of 1.8 cm in length x 0.3 cm in diameter. Totally embedded in a single cassette.. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('totally embedded in a single cassette'), salpingitis ('tube appeared to be bulging and inflamed') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and device dislocation ("presence of only one essure device") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (mini laparotomy, bilateral partial salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, salpingitis, ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, embedded device and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: it was performed and showed only unilateral occlusion. Pathology test - on (B)(6) 2013: gross description: specimen a received in formalin consists of multiple soft tan tissue fragments measuring 3 x 2 x 0.2 cm in aggregate. The specimen is entirely submitted in one cassette. Specimen b received in formalin consists of soft tan tissue fragments measuring 1.2 cm in length x 0.3 cm in diameter. The specimen is serially sectioned and entirely submitted in one cassette. Specimen c received in formalin consists of 1.8 cm in length x 0.3 cm in diameter. Totally embedded in a single cassette. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.